Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 15-jul-2021, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "whole drawer device not detected" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer (fse) reported that on drawer aux 7.2 ran hta successfully, then powered down and replaced the pyxibus cable, reseated the connectors, and launched the application. The customer inventoried the drawer successfully. In addition, on drawer 4, they powered down, reseated the rowboard cable, and launched the application. The customer inventoried the drawer successfully with no issues observed. During dchu visual inspection: pn: 120547-01: the unit revealed signs of thermal damage, including exposed copper strands with sharp bends and visible burn marks. No fluid ingress or other anomalies were observed. During dchu testing: pn: 120547-01: no testing was required due to evidence of thermal damage, including exposed copper strands with sharp bends and visible burn marks observed on the "assy cbl pyxibus 6 drawer". The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue "whole drawer device not detected" was due to the damaged of the "assy cbl pyxibus 6 drawer" (pn: 120547-01) which had signs of exposed copper strands which led to the observed thermal damage compromising the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 7.2 not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy cable pyxibus 6 drawer. There were no adverse events or injuries reported based on this event.